Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had their implantable neurostimulator (ins) removed because it was not working. The patient indicated the ins stopped working three months after it was implanted. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.